Event description:
It was reported that the left calf support assembly broke. There was pt involvement however no reported adverse event.

Manufacturer narrative:
Result: calf support. The MFR's investigation is still ongoing; if additional info is received, a f/u report will be submitted.